Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right atrial (ra) was reported to be dislodged. The device was reprogrammed to vvi. A lead revision procedure was performed and the ra lead was explanted. The pt was reportedly occluded on the right side and the lead could not be repositioned or replaced. An additional procedure would take place at a later date on the opposite anatomical side. To date, no adverse pt effects were reported with this clinical observation. At this time the lead has not been returned to boston scientific for analysis. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.